Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with vomiting and abdominal pain. The patient did not receive treatment above and beyond the usual routine of diabetes care management. Customer support (cs) reviewed the pump and the bolus totals did not match. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.